Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer had no symptoms of their blood glucose levels. The customer treated with insulin pump. Customer's current blood glucose value was 325 mg/dl and the blood glucose was 453 mg/dl at the time of incident. Troubleshooting was performed. The customer admitted into hospital on (B)(6) 2018 at 6 am. The blood glucose value when admitted to hospital was 274 mg/dl. The customer complained about continuous high blood sugar. Customer wearing the pump at time of hospitalization. Product was not returned for analysis.